Event description:
Device deployed to perform automated chest conpressions on cardiac arrest victim by emt's since victim was warm to touch, but pulseless and no respirations. During second conpression cycle, chest assembly opened spontaneously. Emergency medical (emt) personnel reverted to manual CPR per user guide instructions. It was estimated by family that the victim was unconscious for nearly 40 mins before 911 call.